Event description:
The customer reported that the automatic endoscope reprocessor exhibited severe disinfected leakage during cycles. The customer did not respond to asp's attempts in retrieving more info. The asp field service engineer (fse) went to the facility to assess the unit.

Manufacturer narrative:
Capital equipment, evaluated at customer site. The fse confirmed leakage and replaced the skinner valve. The system was found to manufacturer specifications.